Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep adjusted the voltage at the workstation. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the sys would not display an image on the left monitor. No pt injury was reported.